Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Reportedly, the home pt started therapy prior to connection their transfer set to the pt line of the homechoice set. Baxter's technical sevice center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.